Manufacturer narrative:
(B)(4).

Event description:
Additional information provided that the patient was unable to hear the alarm.

Event description:
A critical alarm was heard and confirmed by telemetry due to zero ml pump reservoir volume. The alarm occurred on (B)(6) 2012. The pump was refilled. At the refill the healthcare provider (hcp) aspirated approximately 0.1 ml of the drug. The patient was "doing fine" after the refill. It was indicated that "the patient had more spasms after the pump ran empty." Drug delivered via the device was lioresal 500mcg/ml at a daily dose of 151mcg.